Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a broken articular surface and a broken tibial plate. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pre-op diagnosis of fractured tibial component, patient noted pain and instability, excision of scar tissue, medial plateau was sunk about 1 cm, a drain was placed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of hyper-dense material along the medial tibial plateau, no bony joint fracture. Root cause was unable to be determined. This complaint was confirmed by the pictures of the explanted items being fractured, the medical records, and the x-ray images. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported via a competent authority user report that a patient underwent an initial left total knee arthroplasty. Subsequently, six (6) years post-implantation, the patient experienced a fracture, pain, and instability. During the revision surgery fracture of the tibial component and articular surface were noted as well as scar tissue and tibial plateau subsidence without loosening. A revision surgery was performed in which the complete prosthesis system was replaced. Due diligence is complete as multiple attempts have been made however it was reported that no further information is available.

Manufacturer narrative:
(B)(4). A2: year of birth: 1964. D10: stemmed tibial component precoat size 4: catalog#00598003702, lot#63609055; femoral component precoat size e left: catalog#00595001501, lot#63636144; palacos r+g 2x20: catalog#66017775, lot#85785278, qty#2; palacos r+g 2x40: catalog#6017747, lot#86324612. G2: foreign: germany. User facility: bfarm user report reference: (B)(4). Multiple MDR reports have been filed for this event. Please see associated report: 0002648920-2023-00082. Customer has indicated the product is not available for evaluation as the patient has not consented for evaluation of the product. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.